Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call of customer's high and low blood glucose levels. The spouse states the customer had some highs, all under 300mg/dl. The customer also had low blood glucose level of about 40mg/dl. The spouse states they were able to treat with carbs and their blood glucose levels rose. No further information or assistance was provided.